Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code 12. The customer's blood glucose level was recorded at 225 mg/dl, which did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information and assistance to reset the pump, and the customer successfully performed the reset. The malfunction did not recur after the reset, allowing the customer to continue using the pump. Technical support instructed the customer to call back if any malfunction code appears again, and the customer understood. There was no need for further corrective action as the pump continued to function properly after the reset.